Event description:
It was reported that the subject device had no image. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9,g3,g6,h2,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a tiny pinhole in the cable and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed due to damaged cable unit connector pins; the device failed the water leak test due to a tiny pinhole in the cable. The most probable cause of the complaint is cause not established (no image was displayed due to damaged cable unit connector pins) and cause traced to component failure (the device failed the water leak test due to a tiny pinhole in the cable). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.